Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that all of the keypad buttons were responding appropriately to button presses. The keypad was removed and no button contact issues were found. Unrelated to the complaint, moisture was visible behind the display lens; a leak test was performed and the pump was found to be leaking at the display lens. The pump was opened and moisture was evident on the printed circuit board.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his son (the patient) alleging that keypad up, down, and ok button presses did not activate desired pump functions. The patient's mother indicated that the patient jumped into a pool a day earlier. When he got out of the pool, the pump reportedly alarmed that the last bolus was canceled. However, the patient supposedly had bolused before jumping into the pool. At the time of contact with animas, the patient's mother indicated that the pump was not responding to button presses. The pump would not go past the verification screen. The patient's mother also mentioned that the patient had been without insulin for 8 hours. The patient's blood glucose (bg) level was in the "upper 200 mg/dl" range without symptoms of hyperglycemia. The patient was on a backup plan for insulin delivery via injections. The patient's mother denied that there were any visible holes or tears in the keypad. She also denied observing moisture in the battery or cartridge compartments. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence, however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury. The alleged product display issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.